Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the oxygen gas module were replaced. No log files or goods have been received for further investigation, despite several reminders. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined. The manufacture date has been not been reported in the initial MDR and is now reported accordingly.

Event description:
Manufacturer's ref #:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).